Event description:
Procedure: appendectomy. No complete clip seam row at tissue at two applications. Either staples were applied but did not hold the tissue, or the staples were not formed properly. Re-resection necessary to satisfy bleeding. There was enough tissue at the appendix for re-resection. Third magazine was used and functioned properly. No reinforcement material was used. No complete clip seam row at tissue at two applications. Re-resection necessary to satisfy bleeding. Third magazine was used and functioned properly. No reinforcement material was used. There was enough tissue at the appendix for re-resection.

Manufacturer narrative:
(B)(4).